Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Evercross balloon was prepped and used per IFU. The dilatation catheter was used to balloon the sfa vessel before deploying the stent as well as post stent deployment. After inflating the balloon inside of the stent at 12 atm, the balloon burst. The balloon burst longitudinally and there was no medical intervention needed to remove the balloon. A new evercross dilatation catheter was used to proceed. No complications were noted by the physician.